Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The returned meter was investigated. The blick line(pixels) are visible when the meter was turned on. The measurement results are readable when called from memory and after a measurement. The patient ID is not clearly readable in one place. The investigation determined that the display foil shows damage consistent with operating it with a pointed object. Medwatch field concomitant medical products was updated.

Manufacturer narrative:
The meter was returned for investigation. The initial investigation found black lines in the display and over the results field. The meter was opened and no contamination was found. The investigation is ongoing.

Event description:
The initial reporter experienced an issue with the display of the accu-chek inform ii meter that could affect the interpretation of results. The customer stated the meter had black splotches throughout the display screen including the results field that could impede the interpretation of results. The customer stated that there was no damage to the meter. There was no allegation of an adverse event.